Event description:
Two problems with on-q-soaker 6.5 duel site pain mgmt system manufactured by I-flow - sold to rptr by ethicon co for use in surgery. Two pts had bunionectomy procedures and both had complications post surgery with infections. Both had q-pump in place post surgery and both needed extended care (both still under medical follow-up). Product out of service/use.

Event description:
Two problems with on-q-soaker 6.5 duel site pain management system manufactured by I-flow sold to reporter by ethicon co for use in surgery. Two pts had bunionectomy-procedure and both had complications post surgery with infections. Both had q-pump in place post surgery and both needed extended care (both still under medical follow-up). Product out of service/use.